Event description:
Pt was hooked up to 5fu chemo infusion on cadd prizm pump with air detector. Air in line continued to be the pump alarm which we could not clear. Infusion was only started by disabling the air alarm. The pump was then switched out at the pt home. Pump to be returned to MFR.